Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had stuck buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that installing electrical outlet and leaning against the counter was the significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance and was incorrect when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with down arrow and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advanced properly. No time anomaly noted. No frozen screen noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, corroded battery tube and minor scratched display window.